Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the air/water supply volume and water removal did not meet standard value due to clogging of the nozzle, the bending angle in the up direction and the play of the up/down knob was out of standard value due to wear of the angle wire, the control unit was discolored, the suction cylinder was shaved, the scope connector was discolored, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the gastrointestinal videoscope had inadequate air supply and the nozzle was clogged. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. See b5. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the date the nozzle clogged and the bad air supply occurred was unknown. The clogged nozzle and bad air supply was found during pre-use inspection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that black rubber-like foreign matter and fibrous foreign matter remain in the air/water nozzle. No deformation of the nozzle was confirmed and there were no obvious deviations in reprocessing. Black rubber-like foreign matter may have come from products made of rubber materials (packing for air/water supply buttons or tubes used for cleaning), and fiber-like foreign matter may have come from towels used for wiping. It is difficult to identify the cause of the foreign matter remaining in the equipment because the origin cannot be specified, but due to aging deterioration of the accessories used for reprocessing, part of the product peels off, and the air supply and water pipe is damaged. It is possible that the nozzle has become clogged by entering the passage. Olympus will continue to monitor field performance for this device.